Event description:
It was reported that the user experienced leakage from pre-filled cartridges into the pump during the pressing-and-holding step after a supply change, and the issue recurred with a second set of new pre-filled supplies; when the user switched to filling cartridges using their own cartridge kit, infusion proceeded without leakage. Customer care provided support that included troubleshooting and education with the user. Investigation of this case revealed that leakage was associated with the pre-filled cartridge setup, while self-filled cartridges functioned as expected, indicating a supply-related cartridge integrity or fit issue at the interface with the pump during priming. No clinical symptoms during the event were reported. Outcomes included successful completion of therapy without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or supply-related cartridge leakage rather than a device malfunction.